Manufacturer narrative:
Insulin pump alarmed rf pic failed self test during self test due to faulty y1 on rf board. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It was reported that the insulin pump alarmed rf pic failed self test. No further information provided.